Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged immediately following implant while the patient was in recovery. The physician felt that the dislodgement was due to the patient sneezing excessively. A revision procedure was performed. An attempt was made to reposition the lead, however, was not successful. The lead was explanted and a new rv lead was placed successfully without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted a cut in the insulation at 157 mm, deformation of the conductor coils at 158 mm and the suture sleeve was observed to have been cut. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the cuts in the lead insulation. Analysis concluded that the cuts in the insulation and deformation of the conductor coils was due to removal of the suture sleeve. Electronically, the lead was found to be within specification.